Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that the 950n81 neonatal ventilator dual heated circuit kit (with accessories) was found melted. The healthcare facility confirmed that the entire tubing system was wrapped in a cloth diaper between the monitor and the ventilator. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Section g4: the 950n81 neonatal ventilator dual heated circuit kit (with accessories) is not sold in the USA but it is similar to a product which is sold in the, USA. The 510(k) for the similar product is k220703. Method: the subject inspiratory limb, as part of the 950n81 neonatal ventilator dual heated circuit kit, was received at f&p healthcare in new zealand for investigation, where it was visually inspected, and performance tested. The healthcare facility also provided additional information relating to the reported event upon request. Our investigation is therefore based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the 950n81 neonatal ventilator dual heated circuit was found to have melted. It was also confirmed that the tubing system was wrapped in a cloth diaper, and placed between the monitor and ventilator, while waiting to be connected to the patient. Visual inspection confirmed that a section of the returned inspiratory heated breathing tube, measuring approximately 25 cm, was observed to have uncoiled and broken into two pieces, approximately 28 cm from the patient-end. It is reasonably believed that uncoiling happened under a situation that the tube was pulled by mechanical force while it was warm (heat build up when covered). The caution tag was attached to the heated breathing tube and was undamaged. A resistance test confirmed open circuit in the heater wire. A test was performed with an f&p 950 respiratory humidifier and a patient end sensor open circuit error code was triggered. This is a result of the tube being broken into two pieces. Conclusion: based on the information provided by the healthcare facility, evaluation of the subject device and our knowledge of the product, the cause of the melted tubing of the 950n81 neonatal ventilator dual heated circuit kit, was due to the tubing being covered with a material for a considerable length of time. The instruction for use that accompany the 950n81 neonatal ventilator dual heated circuit kit warn the user to not cover the circuit with materials such as towels, pillows or bed linen. All heated breathing tubes as part of the 950n81 neonatal ventilator dual heated circuit kit are visually inspected and undergo functional tests, including temperature and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The heated breathing tube (hbt) is designed to ensure that "under normal conditions" the surface temperature does not exceed 44ºc as per iso 80601-2-74:2021 medical electrical equipment: particular requirements for basic safety and essential performance of respiratory humidifying equipment. The two elastomers used in hbt both have a softening point of 76ºc. The tubing will only reach the softening point if it is covered for a prolonged time and heat is no longer able to dissipate away from the tube. Compression would not cause the tubing to reach the softening point. The key factors which determine whether the heat is retained in the affected area leading to softening are: - the surface area of the hbt covered by an object. - the duration of time the hbt is covered. - the insulating properties of the object covering the hbt (i.e., higher thermal coefficient would allow less heat to dissipate). - the gas flow rate through the tube (i.e., lack of flow through the tube would allow less heat to dissipate). The 950n81 neonatal ventilator dual heated circuit kit user instructions (ui) include the following technical specifications: - the maximum tube temperature is 44ºc. - operating flow range for the ventilator is 0.5 - 40l/min. The ui that accompanies the 950n81 neonatal ventilator dual heated circuit kit may also caution the user: - do not cover the circuit with materials such as towels, pillows, or bed linen. Failure to comply may result in skin burn. - set appropriate ventilator or flow source alarms to monitor therapy delivery - perform a pressure and leak test on the breathing system before connecting to a patient. - do not crush, stretch, or milk the tubing.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that the 950n81 neonatal ventilator dual heated circuit kit (with accessories) was found melted. The healthcare facility confirmed that the entire tubing system was wrapped in a cloth diaper between the monitor and the ventilator. There was no patient involvement as the issue was found whilst the device was not in use on a patient.